Event description:
It was reported that a patient was scheduled for a generator change. Device interrogation revealed an increase in capture threshold on the atrial and right ventricular (rv) lead. The physician elected to explant and replace the atrial and right ventricular (rv) lead. The patient was recovering following the procedure.